Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that during an implant attempt, the lead could not be inserted beyond the valve of the sheath. It was also reported the lead was "kinked." It was not implanted. No patient complications were reported as a result of this event.